Event description:
Returned from acute hosp for non-emergent pci after ami stent placed to 1st diag - developed "cp" and returned to cath lab - stent occluded-repeat pci to re-open flow but pt did re-infarct. Returned back to original hospital the next day 2004. (Stable).